Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery failed external prime test and failed xlt capacity test when tested on the cadex analyzer. The battery was not tested on an xl defibrillator. There was no patient involvement.